Manufacturer narrative:
The investigation has determined that lower than expected vitros ck-mb results were obtained from vitros isoenzyme performance verifiers and lower than expected vitros bu results were obtained from vitros performance verifiers processed using vitros chemistry products ck-mb slides and vitros chemistry products bubc slides on a vitros 250 chemistry system. Based on the limited information provided, the assignable cause of the lower than expected vitros ck-mb and vitros bu quality control results is improper protocol related to the preparation of the vitros calibrators and vitros control fluids. After an operator prepared vitros calibrators and vitros control fluids and processed them on the vitros 250 system, qc results were lower than expected for vitros ck-mb and vitros bu. An alternate operator then prepared fresh vials of vitros calibrators and vitros control fluids and processed them on the vitros 250 system. Qc results for both vitros ck-mb and vitros bu returned to expectations. No historical qc results were provided; however, a reagent issue is not likely a contributor of the event as expected qc results were obtained after fresh vials of vitros calibrators and vitros control fluids were prepared and processed by an alternate operator. Although precision testing was not performed on the vitros 250 chemistry system an instrument related issue is not a likely contributor of the event as qc results returned to within expectations after recalibration events without any known troubleshooting actions being performed on the instrument. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ck-mb lot 4903-0239-4310 or vitros bubc lot 0246-0428-5626. Email address for contact office is (B)(4).

Event description:
The investigation has determined that lower than expected vitros ck-mb results were obtained from vitros isoenzyme performance verifiers and lower than expected vitros bubc results were obtained from vitros performance verifiers processed using vitros chemistry products ck-mb slides and vitros chemistry products bubc slides on a vitros 250 chemistry system. The magnitude of bias of the vitros ck-mb and vitros bu results meets potential health and safety criteria and the results are reportable. Vitros ipv I lot h8087 vitros ck-mb results of 0.7 and 0.7 u/l vs an expected result of 19 u/l. Vitros pv ii lot l7425 vitros bu result of 0.07 mg/dl vs an expected result of 8.85 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained from quality control fluids and no results were reported from the laboratory. No patient sample results were affected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).